Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty fsr (gold). Pump passed basic occlusion and displacement test.

Event description:
Customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 300 mg/dl. Customer received the motor error alarm multiple times in 30 days but did not have a motor position encoder error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.